Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor seized, was jammed and heavy moving. It was further determined that the engine was noisy and was not running completely round. Therefore, the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor on the power drive device seized, was jammed and heavy moving. It was noted in the service order that the engine was noisy and was not running completely round. The event did not occur during surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly